Manufacturer narrative:
The report we received indicated a balloon rupture, a pinhole rupture during the post-dilatation. A pinhole rupture of the balloon catheter was confirmed during the post-dilation procedure after a stent (luminexx 10mm/6cm made by bard) deployment. Femoral approach. The target lesion was the right common iliac artery. Ten minutes extension of the operation time. Medium calcification. Medium tortuosity; 50% stenosis. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
Balloon rupture.